Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 10/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and barbed suture was used. It was reported that the needle detached from the barbed suture on herniated stoma defect closure. Robotic procedure. Fellow was on 3rd/4th pass as needle detached. The procedure was delayed by five to ten minutes. The procedure was completed successfully with no adverse consequences for the patient. One device returning. Additional information was requested.